Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change-out, an insulation breach near the site of the suture lead was observed. Medical adhesive was applied and the lead remains implanted. No electrical abnormalities were noted. The patient was stable and will continue to be monitored.